Event description:
The customer reported that he could not use the pacing function on the device during testing.

Manufacturer narrative:
(B)(4). The customer reported that he could not use the pacing function on the device during testing. The customer localized the issue to the buttons below the display assembly not working. He confirmed that replacing the display assembly resolved the issue.